Manufacturer narrative:
Event problem and evaluation codes: updated. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. Service history review identified this device has not been in for service previously. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion was completed slightly earlier than expected. Patient's pump did not alarm low reservoir volume on two separate occasions. The first occurred the day after daylight savings on (B)(6) 2022. The pump did not alarm about a low reservoir volume. Also, the pump stopped an hour earlier than expected. We were assuming this occurred prior to the time change. The second occurred (B)(6) 2022. The pump stopped slightly earlier than expected and never alarmed low reservoir volume so that they would know to call and bring patient in early. No additional information. Patient was not affected. There was no patient injury reported.